Event description:
Event description guidant received information that at 36.0 months post implant, this implantable cardioverter defibrillator (ICD) was explanted due to premature battery depletion. The device was subsequently replaced with a new guidant ICD. The explanted device was returned to guidant for analysis.